Event description:
Reporter alleged obtaining a discrepant blood glucose result of 500 mg/dl on her compact system compared to the doctor's measurement of 120 mg/dl when testing was performed less than 5 minutes apart. Reporter stated she was not experiencing hyperglycemic symptoms during the time of testing. Reporter indicated she had received a result of 500 mg/dl the day before testing on the same system and went to the doctor as a result of the reading. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.